Manufacturer narrative:
A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. All information reasonably known as of 29 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp-(B)(4).

Event description:
It was reported that the feeding tube was placed on (B)(6) 2021 and removed on (B)(6) 2021 . Upon removal, it was found that the feeding tube was torn so that the jejunal feed leaked into the gastric lumen. The physician performed a dye water test and the water came out of the gastric lumen and the farrell bag was filled with formula. When the tube was removed and the physician flushed it, the water poured out of the side. There was no harm to the patient.

Manufacturer narrative:
The device history record for lot 30021041 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 19 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.